Event description:
A family member reported that the keypad buttons require multiple hard presses to obtain a response. He stated that the issues began two to three weeks ago, and the patient noticed a tear in the keypad three to four days ago. The patient reportedly did not know the cause of the tear in the keypad. The family member stated that the patient wears the pump outside of her clothing, and does not clean the pump. This complaint is being reported as a malfunction due to the allegation that the buttons became unresponsive before the keypad damage occurred.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2011 with the following findings: investigation revealed that the keypad was peeling around the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.